Event description:
A (B)(6) male patient contacted lifecor customer support to report that when he places either battery pack into the system, the system boots up and then a couple minutes later vibrates and then shuts down. Support sent the patient a monitor and battery packs.

Manufacturer narrative:
Battery pack: serial #(B)(4) - 01/2008, serial #(B)(4) - 02/2008. Monitor: serial #(B)(4) - 12/2008. Device evaluations of battery pack sn (B)(4), battery pack sn (B)(4), monitor sn (B)(4) have been completed. The reported problem was confirmed. Battery pack sn (B)(4) had a damaged locking tab and end cap. The battery pack was repaired. It was rested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The monitor and battery pack sn (B)(4) were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and replacement monitor.